Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat vaginal prolapse, rectocele. Enterocele. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, urinary/bowel problems, and bleeding. It was reported that the patient underwent mesh excision on (B)(6) 2006, (B)(6) 2011, and (B)(6) 2012 due to exposed mesh. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, urinary incontinence and hematuria.

Manufacturer narrative:
Date sent to the FDA: 07/03/2017. Patient codes: (B)(4) vaginal discharge, (B)(4) nocturia. It was reported that following insertion the patient experienced nocturia and bloody vaginal discharge.

Manufacturer narrative:
Additional patient codes: (B)(4) - urgency, (B)(4) - recurrence additional narrative: it was reported that following insertion the patient experienced recurrence and urgency.